Manufacturer narrative:
One opened/used reservoir was evaluated. Pre-filled test was performed and it passed per specification no occlusion was found during analysis. Plunger was easy to connect and release during testing.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during manual prime. The customer's blood glucose was 335 mg/dl. While troubleshooting, insulin was unable to exit during a manual plunger push. The customer was advised to assemble a new infusion set with the current reservoir, but the issue persisted. The customer then assembled a new reservoir with the current infusion set. The customer was able to successfully complete a manual prime without the no delivery alarm. The customer was advised that changing the reservoir resolved the issue. The customer was advised that the reservoir would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.